Event description:
The reporter stated that the product packaging was stained brown on the inside where it should have been sterile. The product was not used.

Manufacturer narrative:
To date, the device involved in the reported incident has not been evaluated. An investigation has been initiated based upon the reported information.